Manufacturer narrative:
Concomitant medical products: 8781 catheter; 8637-20 neuro pump, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling worst than before the implantable pulse generator (ipg) device was implanted and experiencing passing out, sharp pains, soreness around the device area, and chest pains. The patient is unable to lift their left arm and is dropping things. The device remains in use. No further patient complications have been reported as a result of this event.